Event description:
A nurse contacted baxter (B)(4) regarding the cap of a prep tray. The nurse stated there was a hair found on the sponge of the cap in the tray. There was no patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for particulate matter in a prep tray was confirmed during the sample evaluation; however, no root cause could be determined. One sponge cap was received for evaluation. During visual inspection there was hair attached to the sponge cap with a piece of tape so that hair was visible for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.